Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the promus instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that stent was placed in a restenosed, previously stented lesion. It should be noted that the IFU states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an interventional promus rx 4.0 x 28 mm stenting procedure in the first obtuse marginal coronary artery in a 70% restenosed, previously unspecified non-drug eluting stented lesion. The procedure reduced the stenosis to 15%. On (B)(6) 2012, the patient was hospitalized with unstable angina and congestive heart failure and underwent percutaneous coronary balloon angioplasty in the index lesion for 99% stenosis which reduced the stenosis to 25%. The patient's condition resolved. There was no reported adverse patient sequela. There was no additional information provided.